Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2003v. The lens would not advance in the cartridge. The lens was not implanted and there was no pt contact or injury. The contact believes there was something wrong with the cartridge. It was stated the aq cartridge, lot number 1195152, and the msi-tm injector, lot number unk, were used.